Event description:
It was reported that the largest third of the graftbolt sheath broke during insertion while performing a procedure, acl autograft. Two thirds of the sheath was left in the tibial tunnel. The surgeon put a bio screw behind it to prevent it from becoming dislodged. Bone punch/drill or tap was not utilized. The case was completed with a biocomposite screw instead of a graftbolt. No additional follow up other than standard post op was needed with patient. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is improper bone preparation. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Requested but not returned.